Event description:
Information received from the field notes that no magnet response was seen during a transtelephonic check. During an office visit, interrogation revealed back-up operation and several attempts to perform a software download were not successful. In september, 2005, the physician observed that the device was nearing eri due to high programmed settings. The outputs were decreased at that time. The patient was pacemaker dependent and the device was replaced.